Manufacturer narrative:
Imdrf device code a150201 captures the reportable event of stent failure to deploy for transgastric to the stomach. Imdrf impact code f0801 captures the reportable event of admission to the intensive care unit.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03503 and . For the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat a loop stenosis during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent (the subject of MFR. Report # 3005099803-2024-03503) was deployed, but the flange did not expand. The stent was removed from the patient partially deployed and a second axios stent (the subject of this report) was used; however, the stent could not be deployed. The stent was removed from the patient fully covered by the outer sheath. The puncture site was closed using an otsc/ ovesco clip and the procedure was not completed. On (B)(6) 2024, another procedure was performed, and a duodenal stent was successfully implanted. There were no reported complications for the patient following this event; however, the patient was admitted to the intensive care unit for observation. Note: it was reported that the axios stent was intended to be placed to treat a loop stenosis during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for loop stenosis.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03503 and 3005099803-2024-03504 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat a loop stenosis during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent (the subject of MFR. Report # 3005099803-2024-03503) was deployed, but the flange did not expand. The stent was removed from the patient partially deployed and a second axios stent (the subject of this report) was used; however, the stent could not be deployed. The stent was removed from the patient fully covered by the outer sheath. The puncture site was closed using an otsc/ ovesco clip and the procedure was not completed. On (B)(6) 2024, another procedure was performed, and a duodenal stent was successfully implanted. There were no reported complications for the patient following this event; however, the patient was admitted to the intensive care unit for observation. Note: it was reported that the axios stent was intended to be placed to treat a loop stenosis during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for loop stenosis.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for transgastric to the stomach. Imdrf impact code f0801 captures the reportable event of admission to the intensive care unit. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The control hub was also detached. No other problems were noted to the stent and the delivery system. The reported event of stent failure to deploy was confirmed. Taking all available information into consideration, the investigation concluded that the reported events were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the reported events. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed to treat a loop stenosis during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated for placement for loop stenosis.